Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys probnp ii immunoassay result for one patient sample. The initial result was 0.866 pmol/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with a result of 244.4 pmol/l. Additional repeat results were provided: on (B)(6) 2016 the result was 253.3 pmol/l and on an unknown date the result was 251.5 pmol/l. The patient was not adversely affected. The reagent lot number was 168992. The expiration date was requested but was not provided. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The provided analyzer alarm trace, qc data, and analyzer performance data did not indicate an with the reagent or analyzer. General root causes for this type of event include issue with sample quality or insufficient maintenance of the analyzer.